Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that no troubleshooting was conducted because it was found that the programmer had not been plugged in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down on its own after a number of minutes. The programmer remains in use. No patient complications have been reported as a result of this event.